Event description:
"S/p b subgl infra 140cc dc gels for augmentation. Developed encapsulation requiring closed capsulotomy. Pt c/o decreased size and increased pain in recent mos, l greater than r. Notes that the l is shifting toward axilla rapidly and denies h/o trauma. Pt has had an episode of passing out, some hair thinning and a dull r slack ache in recent yrs. Otherwise healthy."